Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.